Event description:
This event involved a (B)(6) male who experienced bleeding from the outflow event post heartware lvads implantation. The patient was implanted with 2 heartware lvads for bi ventricular heart failure on (b)(46 2013. Pump (B)(4) was implanted in the left ventricle. The chest was closed the next day. On (B)(6) 2013, 8 days after the implants, the patient presented with asystole and CPR was initiated. Bedside echocardiogram showed pericardial tamponade. Patient was brought back to the o.r. And the chest was re-opened for lavage. Heparin and coumadin were stopped. Again, the patient experienced hypotension and bleeding with no determined specific source. Over the next few days patient's chest was re-opened 8 times for bleeding and lavage was performed. Subsequent echocardiogram showed overlying rv clot with tamponade. Patient was taken back to o.r. And the lvad graft was found to be oozing. This was described as "oozing over 70% of the length of the graft". The graft was wrapped with another graft material (details unknown). The next day, the overlying graft was removed and it was noted that the bleeding had stopped. The patient's condition improved, and the chest was closed.

Event description:
This event involved a (B)(6) male who experienced bleeding from the outflow graft post heartware vad implantation. The patient was implanted with two heartware vad for bi- ventricular heart failure on (B)(6) 2013. Pump hw3532 was implanted in the left ventricle. The chest was closed the next day. On (B)(6) 2013, 8 days after the implants, the patient presented with asystole and CPR was initiated. Bedside echocardiogram showed pericardial tamponade. The patient was brought back to the or and the chest was re-opened for lavage. Heparin and coumadin were stopped. Again, the patient experienced hypotension and bleeding with no determined specific source. Over the next few days patient¿s chest was re-opened eight times for bleeding and lavage was performed. Subsequent echocardiogram showed overlying rv clot with tamponade. Per the nursing notes provided by the site, the patient was taken back to or and the lvad graft was found to be "oozing over 70% of the length of the graft". The graft was then wrapped with another graft material (details unknown). The next day, the overlying graft was removed and it was noted that the bleeding had stopped. The patient's condition improved, and the chest was closed.

Manufacturer narrative:
Preliminary investigation with the graft supplier, (B)(4), confirmed that both the lvad and the rvad grafts were from the same chemical lot. There are no other reports of this type of issue with any other grafts from this same lot, or any other manufacturing lot. Investigation with the supplier and the clinical site are on-going. At this time, the incident appears to be isolated. The device itself remains implanted and is not available for evaluation. Additional information will be submitted within 30 days of receipt. Device remains implanted.

Manufacturer narrative:
The product was not returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of hvad outflow graft 0001609409 in relation to the reported event. These included labeling/instructions for use, clinical evaluation and supplier data. The lot met all porosity requirements and there were no failures observed with other outflow grafts produced from the same chemical lot. The reported event of bleeding from the outflow graft could not be confirmed. There is no evidence to suggest a device defect. Of note, the clinical event information shows that the patient's chest was re-opened, the chest lavaged and the graft manipulated several times over the course of two weeks. While the root cause of the reported event cannot be conclusively determined, the nursing notes provided by the hospital state that the graft did not start to ooze until 11 days after initial implant. This may suggest that the bleeding through the graft was related to the repeated manipulations of the graft. Device remains implanted.

Manufacturer narrative:
The product remains implanted in the patient and therefore, is not available for return to heartware. Various investigations were conducted and reviewed in order to evaluate the performance of hvad outflow graft (B)(4) in relation to the reported event. These included review of the labeling/instructions for use, site provided clinical information and graft original equipment manufacturer (OEM) supplier data. The root cause of the reported lvad graft oozing could not be determined.